Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified. It was reported that the puncture site was too high located above the pelvic ring (external iliac artery), and that a retroperitoneal bleed and hematoma developed at the site. The proglide instructions for use (IFU) states do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. In addition, it was also reported that the patient was morbidly obese. The IFU states that the safety and effectiveness of the perclose proglide smc devices have not been established in patients who are morbidly obese.

Event description:
It was reported that after a diagnostic left and right coronary angiogram, arteriotomy closure of the right external iliac artery was attempted using a perclose proglide device. Reportedly, after suture deployment, the foot could not be retracted. The device was purposely broken at the transition of the distal-guide to proximal-guide to expose the foot deployment actuator wire, which was successfully used to retract the foot enabling the device to be removed. A retroperitoneal bleed and hematoma developed at the site. After removing all of the proglide device components from the vessel, contra-lateral access was obtained in the left common femoral artery, a 7mm x 40mm non-abbott covered stent was deployed and post-dilated with a non-abbott dilatation catheter to resolve the bleeding and achieve hemostasis. The hematoma was surgically evacuated. The patient was transfused with two liters of blood since the hemoglobin level decreased from 14 g/dl to 12.5 g/dl. The patient recovered in the progressive care unit and was discharged to home three days later. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code 2017: use in the incorrect vessel. The customer reported that the device was used in an arteriotomy that was located in the right external iliac artery. Use of the device above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based on bony landmarks may result in a retroperitoneal hematoma as indicated in the instructions for use. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history records and a query of the complaint handling database could not be conducted because the lot number was not provided. A supplemental medwatch will be filed if there is any further relevant information obtained.